Event description:
The time of event is unknown. There was no report of patient harm. Distal body peeled off (black glue).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the objective gluing. In addition, our technician confirmed that the control body corroded, the bending rubber leak, the segment loose, and the u/d and the r/l pulley wire worn out; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of gluing missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0974(distal end)"" and/or the risk analysis results, it was evaluated to submit MDR.